Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, the introducer was inserted into the patient, and when the catheter was inserted into the introducer, a blood leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. No additional puncture at the access site was necessary during sheath replacement.